Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle was difficult to engage during use. The following information was provided by the initial reporter: "the safety part of the needle does not slide"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-mar-2023. H6: investigation summary ninety-seven samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was tested by activating the safety mechanism, and all sample passed the test. A device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle was difficult to engage during use. The following information was provided by the initial reporter: "the safety part of the needle does not slide."